Event description:
The physician was using integrity rapid exchange (rx) coronary stents for treatment of a lesion. Two of the integrity rx stents were successfully deployed. The 3rd integrity stent was deployed but after post-dilating the stent with the same stent delivery balloon the balloon would not deflate. The physician then snared the balloon and removed from the patient. Post procedure the patient and vessel seemed ok. Shortly after the procedure the patient coded and died. Cause of death is unknown. (Ref MFR # 9612164-2011-01744, 9612164-2011-01745, 9612164-2011-01746).

Manufacturer narrative:
(B)(4). Evaluation results: (limited informaton available - cause of death undetermined); inherent risk of procedure (death); none (device not available for evaluation).